Event description:
It was reported that preparation for a stenting treatment procedure, the 2.25x32mm promus element stent dislodged from the stent delivery balloon outside the patient. The procedure was completed with another 2.25x32mm promus element stent. There was no patient involvement. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Visual and microscopic examination of the device found the device returned with the stent dislodged from the balloon resting on the proximal end of the hypotube. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination identified stent damage. The middle section of stent had misaligned and stretched to 35 mm in length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that preparation for a stenting treatment procedure, the 2.25x32 mm promus element stent dislodged from the stent delivery balloon outside the patient. The procedure was completed with another 2.25x32 mm promus element stent. There was no patient involvement. This product is only ous approved but it is similar to an approved us device.